Event description:
The customer reported via phone call indicating the she was hospitalized due to low blood glucose. Customer's blood glucose was unknown mg/dl. The customer was admitted to the hospital. The patient was treated with IV dextrose, boluses and maintenance and observation. The patient was also treated with humalog insulin using the insulin pump.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.